Manufacturer narrative:
(B)(4). Batch # m92y3c. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: is the surgeon aware of the warnings in the IFU as to heat? What heat management techniques were used during the procedure? Was the thermal injury noticed inter-operatively? What was done to address burn inter-operatively? What medical intervention was used to treat the burn? (Such as salve or stitches) are there any anticipated long-term effects from the burn? When was the burn noticed: during the procedure. Post-op? (When). Will the patient need any follow-up? What is the patient¿s current status? Did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Was the plan of care for the patient changed due to the burn to the ureter?

Event description:
It was reported that during a hysterectomy and lower anterior resection procedure, the tissue pad came off on one side. The team explains that they may have been over activating and aggressively cleaning the device. The case was completed using an enseal device. There were no patient consequences reported.